Event description:
It was reported that the suture sleeve of the lead eroded through the skin and infection was suspected so the device and partial leads were explanted. It was also reported that the right ventricular was fracture had high threshold and no capture. The implantable cardioverter defibrillator (ICD) had already been deactivated due to the do not resuscitate (dnr) status of the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, (B)(6) 2005. (B)(4).